Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2024. Corrected information: d1, d4 (product code). Additional information: d4 UDI. The following information was received: product code should be sa87g. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a forearm skin debridement and suturing procedure on (B)(6) 2024 suture was used. During the process of suturing the patient's skin with suture, it was found that the strength of the suture was slightly poor, and it broke when pulled slightly. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.